Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced adhesive event with few infusion sets which were not sticking due to swimming. No further information available.